Manufacturer narrative:
A ge oec service representative investigated the issue and isolated the excessive ma to a defective tube. The x-ray tube was replaced. Outputs and dose levels were calibrated to specification. The system was further tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.

Event description:
The ge oec 2600 uroview fluoroscopy system displayed ma errors and output was twice the value requested. Ma errors would require reboot to restore functionality.